Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6), 2014. During the procedure the implant was damaged resulting in the decision to explant the device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed may 16, 2015.